Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. Although the patient had been hospitalized for an unrelated event prior to passing away, it was not reported if the patient was hospitalized at the time of death. Peritoneal dialysis therapy was reported to be ongoing at the time of the receipt of this report, but it was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.